Manufacturer narrative:
The reported event could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. It was noted that the right ventricular lead had high lead impedance. The patient was brought into the clinic for follow up. The lead was noted to be functionally normal and no noise was noted with isometric movements. No further intervention was performed. The patient was stable throughout the event and will continue to be monitored.

Event description:
New information received on (B)(4) 2019 noted that the lead had out of range impedance issue. After an x-ray and other investigations, the physician decided to monitor the lead without further intervention. The patient was stable.